Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell out of his pocket and the reservoir was not working anymore. Customer stated that it won't let him put the reservoir in and there is a piece that is not in sync with the piston. Customer stated that the piston wobbles all over the place in the tube. Customer stated that he is in the hospital right now due to a heart attack and it is not related to diabetes. Customer's blood glucose was 146 mg/dl at the time of the incident. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. A test reservoir was installed and did lock in place to the reservoir tube lip noted. No long piece floating around in to the piston and no piston wobbles during test noted.